Event description:
Asap too study. It was reported that a cerebral vascular accident occurred. Prior to the procedure, aspirin and clopidogrel were administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 22.2 mm. The patient remained on aspirin and clopidogrel post procedure. The patient was discharged on (B)(6)2019. 1251 days post procedure, the patient was noted to have a proximal descending aortic aneurysm. On the same day the patient was admitted to the hospital for further evaluation and treatment. The patient underwent proximal descending aortic aneurysm repair surgery. Post surgery the patient was also noted with pneumonia and sub-acute left cerebellar infarction. 1255 post index procedure computed tomography of the patient's head revealed a sub-acute left cerebellar infarction. Ten days later the sub-acute left cerebellar infarction event was considered as resolved and the patient was discharged.

Manufacturer narrative:
B5: describe event or problem - updated with additional information surrounding the event. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email - updated.

Event description:
Asap too study. It was reported that a cerebral vascular accident occurred. Prior to the procedure, aspirin and clopidogrel were administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 22.2 mm. The patient remained on aspirin and clopidogrel post procedure. The patient was discharged on (B)(6) 2019. 1251 days post procedure, the patient was noted to have a proximal descending aortic aneurysm. On the same day the patient was admitted to the hospital for further evaluation and treatment. The patient underwent proximal descending aortic aneurysm repair surgery. Post surgery the patient was also noted with pneumonia and sub-acute left cerebellar infarction. 1255 post index procedure computed tomography of the patient's head revealed a sub-acute left cerebellar infarction. Ten days later the sub-acute left cerebellar infarction event was considered as resolved and the patient was discharged. It was further reported that the patient was on aspirin and apixaban at the time of the event. The event term was classified as an undetermined stroke.